Event description:
On day 9 after the procedure was completed, the fast cath hemostasis introducer side arm popped off spontaneously. The fast cath hemostasis introducer was removed from the patient.

Manufacturer narrative:
Product evaluation: the reported event of ¿side arm popped off¿ was confirmed. The results of the investigation concluded that the extension tube had been detached from the side port of the hemostasis body. Additional inspection revealed that an adhesive ring was present on the side port tubing and the returned unit met the insertion depth requirement at manufacturing. The cause of the reported tubing detachment is consistent with forcible contact during use. The fast-cath introducers instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
On day 9 after the procedure was completed, the fast cath hemostasis introducer side arm popped off spontaneously. The fast cath hemostasis introducer was removed from the patient. Patient specific information is not available due to hospital privacy policy.